Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot 210768) was confirmed during functional testing. A bonding leak was observed at the distal end of the medial balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was observed on the catheter. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 210768.

Event description:
The customer reported the icy catheter (lot 210768) was used for fever management for a 20-year-old 100 kg male patient. The catheter was smoothly inserted on the first try into the left femoral site. On the third day, the nacl bag was observed to be empty. No saline was observed on or around the patient. The catheter was removed. No new one was inserted. Per the customer there is most likely a leakage at the balloon. No alternative therapy was used after ivtm therapy was discontinued. No injury to the patient.